Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they could not void all day or evening and had to go to the ER to be catheterized. They were catheterized until yesterday morning. They are still not voiding as much and leaking a lot. The patient saw their hcp this morning for troubleshooting, and was redirected to patient services. The patient requested help adjusting settings to address symptoms. Patient services assisted the patient change from p1 at 4.3v to p2 at 4.0v. Patient services reviewed the use of a diary, therapy expectations, appropriate sensory response, allowing time for titration, and patient programmer use.